Manufacturer narrative:
The reporter indicated that the surgeon intraoperatively implanted and removed a 13.2mm vicm5_13.2 implantable collamer lens of diopter -9.0 into the patient's right eye (od) on (B)(6) 2022 due to excessive vault and significant reduction of iridocorneal angles. This resolved the problem. Medical device problem code 3189 corrected to 1583 in initial MDR. Health effect clinical code 4582 corrected to 4581: significant reduction of iridocorneal angles, narrowing of anterior chamber angles.

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens of a -9.0 diopter was intraoperatively implanted and removed from the patient's right eye (od) on (B)(6) 2022. The problem was resolved.